Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.